Manufacturer narrative:
Results: thirteen customer samples were visually inspected for loose IV shields and exposed IV needle. There were no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 2123651. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a nurse stuck her finger with an unused 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle because the needle was uncovered in its box. There was no report of medical intervention.